Event description:
It was reported that the patient line separated from the cartridge. Reportedly, a new cartridge was loaded to address the issue. Customer's blood glucose ranged from 335-336 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not available for evaluation.